Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, interrogation revealed the device was still in backup vvi mode. The device first went into backup mode one year ago when the patient received multiple inappropriate shock therapies for atrial fibrillation with fast rapid ventricular response. The device was explanted and replaced. The patient was given treatment since still in atrial fibrillation with fast rapid ventricular response and feeling stable after the procedure.

Manufacturer narrative:
The reported field of backup vvi (bvvi) was confirmed in the laboratory via review of the device image and was due to power on resent caused by a depleted battery. The battery was depleted due to excess hv charged. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: manufacturer reports 2938836-2017-23906 and 2938836-2017-23906-01 should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).